Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) for abdominal aortic aneurysm. It was reported that a dissection due to the non-gore access sheath was confirmed in the right external iliac artery. The 18fr dsf was inserted from the left femoral artery. Reportedly, significant resistance was felt during insertion of dsf. Angiography revealed vessel rupture near the internal and external bifurcations of the left iliac artery. An additional stent graft was deployed from the left common iliac artery to the left external iliac artery. It was reported that the coverage of the left internal iliac artery was not planned (2200-e:-vessel obstruction - other/unknown). The patient tolerated the procedure. The physician stated as follows: the bilateral access route was poor, and calcification was remarkable.

Manufacturer narrative:
The medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. A component whose function is to facilitate the insertion of a particular device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.